Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the customer identified a missing component of the product (cap). "Customer found one tube without the plastic protective cap, only inner rubber stopper was attached to the vacutainer tube."

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the customer identified a missing component of the product (cap). "Customer found one tube without the plastic protective cap, only inner rubber stopper was attached to the vacutainer tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/18/2021. H.6. Investigation: bd received 5 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for missing hemogard shields on tubes with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for missing hemogard shields on tubes with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to a machine fault causing the hemogard shield to not be assembled properly with the stoppers. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.